Event description:
It was reported that review of the merlin.net transmission revealed that the right atrial lead exhibited noise. On (B)(6) 2015 the asymptomatic patient was brought into the clinic and the noise could not be reproduced with pocket manipulation and isometrics. No further information could be obtained.

Manufacturer narrative:
(B)(4).